Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned with the balloon detached. Visual examination identified the balloon inside the protector cap. The protector cap was removed with from the balloon with force. The outer distal was detached at the proximal bond and the inner lumen was detached at the distal tip. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon detachment occurred. The nurse attempted to remove the balloon protector from the 4.0mm x 1.5cm flextome balloon catheter however, could not remove the protector. "The nurse pulled a little harder and the entire balloon popped off". The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon detachment occurred. The nurse attempted to remove the balloon protector from the 4.0mm x 1.5cm flextome balloon catheter however, could not remove the protector. "The nurse pulled a little harder and the entire balloon popped off". The procedure was completed with another of the same device. No patient complications were reported.